Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 17 events were reported for this quarter. Product return status 16 devices were received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status 14 events were confirmed during testing. - 14 devices were found to be affected by corrosion. 2 events were confirmed during testing; however, failures unrelated to the reported event were detected. Product disposition this device is not repairable and was not returned to the user facility. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 17 malfunction events in which the device reportedly overheated; 17 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 17 total events were initially reported. 17 previously reported events are included in this follow-up record.   Product return status 17 devices were received.   Evaluation status 16 reported events were confirmed during testing. - 15 devices were found to be affected by internal corrosion. - 1 device was found to be affected by a shattered bearing. 1 reported event was not confirmed during testing.   Additional information 17 devices were not labeled for single-use. 17 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 17 events had no patient involvement; no patient impact.